Manufacturer narrative:
The device and data logs were returned for analysis. Data logs confirmed the device had stopped and an alarm was triggered. Testing of the device revealed open lines between all 3 motor phases. The root cause of the reported pump stop was related to an open line from excessive tensile force on the catheter.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy. The impella 5.5 pump was selected for hemodynamic support. After approximately 185 hours (~8 days), a pump stop occurred. The pump was unable to be restarted, thus, removed. The patient was stable and did not require additional pump support.

Manufacturer narrative:
The impella device has been received and an investigation is underway. Upon completion of our analysis, a supplemental MDR will be filed.